Manufacturer narrative:
The reported device was returned to olympus for evaluation. The evaluation did not duplicate the complaint that the device would not activate. Instead, the evaluation found a melted and split teflon pad with exposed metal beneath the pad, as well as charred stains and a misaligned probe. Based on similar reports, a potential cause for these damages is operator's technique. The instruction manual contains several warning statements to prevent thermal and mechanical damage to the teflon pad and probe: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends preparing a spare device.

Event description:
Olympus was informed that during an unspecified procedure, the device stopped working. The procedure was then completed with a replacement device. There was no report of bleeding or other patient injury.

Manufacturer narrative:
This supplemental report corrects the date received by manufacturer. The MFR received date is the date that evaluation was performed on the returned device.